Event description:
It was reported that the epiq 7c ultrasound system was not available during a critical procedure. During a coronary artery bypass/mitral valve repair, the touch screen was not responding. The ultrasound system was exchanged to complete the procedure with no negative outcome to the reported. Philips has started an investigation, and upon completion, a follow-up report will be submitted.